Manufacturer narrative:
The reported event was unable to implant the lead. As received, a complete lead was returned in one piece with the helix extended and clogged with blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Manufacturer narrative:
Further information was requested.

Event description:
It was reported that the right ventricular (rv) lead was unable to be implanted. The lead was replaced to resolve the event and the patient was stable.